Event description:
It was reported that during surgery, the surgeon inserted a polyaxial screw, the surgeon found a fragment of the screw head. The surgeon removed the fragment (tab piece) and completed the procedure successfully.